Manufacturer narrative:
A medtronic representative went to the site to test the equipment. An issue was identified with the stand alone board. The component was replaced and the imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a ¿system initializing, please wait¿ message appeared on the pendant and the image acquisition system (ias) was not booting. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
The standalone pcb was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The standalone pcb failed bench test, the 15 vdc present and the 113 vac present. All leds were functioning as normal. All output and voltage readings were present. There was one fan not functioning the other fan was pulsating. The relay failed bench test, there was a short between output 1 and 2. No fuses were returned. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a ¿system initializing, please wait¿ message appeared on the pendant and the image acquisition system (ias) was not booting. There was no patient present when this issue was observed.